Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is receiving low reservoir alerts but the insulin pump would not give empty reservoir or no delivery alarms. Blood glucose value is unknown. The customer had already changed the set and was unable to perform the high pressure test. The customer stated there were no insulin leaks or air bubbles found. The customer requested the insulin pump to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.